Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump quit working and it sent him to hospital. The customer blood glucose level was unknown at the time of incident. The buttons stuck once in a while and had to press bolus button multiple times for insulin pump to respond. The insulin pump screen scratched up and it is more difficult to read information and it also alarmed button error, unexplained no delivery alarm and motor error. The insulin pump will not be returned for analysis.